Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged. There is a pinhole in the balloon 6mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries were reported.